Event description:
The company service representative received a call from the customer stating that a thunderstorm came through the town and the system went down, while the hospital was on emergency power. The system was in use with bedside monitors, and ambulatory telepacks at the time of the event. No pt injury was reported.

Manufacturer narrative:
Hospital security rebooted the central stations at the direction of the hospital biomed. All centrals came up, but the telemetry system still had no ECG signals. The biomed arrived at the site, and after consulting with the datascope pt monitoring service representative, rebooted the servers, and cleared the error logs. Monitoring was successfully resumed on the telemetry system.